Manufacturer narrative:
A drainage bag leaked during intraoperative use, causing fluid exposure to staff and spillage that impeded fluid tracking. Staff reported difficulty positioning the bag, sometimes requiring patient lifting, creating ergonomic risk. No patient injury reported. Lot 2105lr4300 (lg3000-a) was manufactured 15-17 mar 2025 at la romana facility, plant 1. Device not returned; evaluation included complaint review and edhr check no nonconformances found. Investigation suggests a manufacturing deficiency, but root cause could not be confirmed without the sample. Risk assessed as low; corrective actions included quality alert and retraining.

Event description:
It was reported that during intraoperative use of the drainage bag, fluid leaked onto clinical staff, resulting in direct exposure to blood and spillage onto the floor. The spillage impeded accurate tracking of hysteroscopic fluid usage. Staff reported the bag is challenging to position/operate intraoperatively. In some cases, nurses/techs needed to physically lift patients to place the bag under the buttocks, creating potential ergonomic injury risk. No patient injuries, infections, or complications were reported.